Event description:
In 2008, this senior medical affairs special, smas, spoke with the patient/layperson who had informed customer service three days prior, her one touch ultra meter contained the battery indicator message. The pt had never changed the battery. Customer service replaced the meter, strips, and control solution. The pt reported the following to this smas. Approx. Three weeks prior to the pt's call, the meter reportedly began displaying the battery sign, indicating the meter required a new battery. Intermittently, the pt successfully obtained results that she now does not recall. On an unk day one week before the pt reportedly saw her physician due to itching, thirst, frequent urination, feeling tired, and with a "heaviness" in her body. The symptoms reportedly began after the pt was unable to obtain results due to the need for a new battery. The physician obtained a result "in the high 400's" on the clinic meter. However, the physician did not treat the pt with insulin or any medication, rather she was given a new prescription to increase her metformin. The pt's regime is oral diabetic medication, no insulin. Since seeing the physician, the pt has been eating less and drinking more water to help decrease her blood glucose. The pt reportedly feels better. The complaint is classified as an adverse event due to the pt's alleged symptoms she experienced that can be associated with severe hyperglycemia. There is no evidence the product malfunctioned: the meter prompted a low battery message as it is expected to do when low and as the owner's manual instructs. However, the pt had never changed it or attempted to change it when the message appeared.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.